Event description:
It was reported the pt experiences tenderness and random warming at his scs ipg pocket site. Subsequently, the pt has requested that his scs system be explanted. The pt is to consult with the physician regarding the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.